Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-00986. It was reported the patient went to the emergency room (ER) during the week of (B)(6) 2018 due to an infection. The location of the infection was not provided. Reportedly, the infected area was cleaned out and the patient was prescribed oral antibiotics which resolved the issue. It is unknown which device is associated with the infection, therefore both the ipg and lead are being reported.